Event description:
It was reported that the atrial lead exhibited loss of capture and a sensing anomaly post open heart surgery. The patient was asymptomatic. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.